Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2016-06409. (B)(6) study. It was reported that vessel perforation occurred. In (B)(6) 2016, the 99% stenosed, 100mm long with a vessel diameter of 6mm, target lesion was located in the right mid superficial femoral artery (sfa) and was classified as a tasc ii b lesion. A 1.85mm jetstream&#59411;sc atherectomy catheter and a 2.1mm jetstream xc atherectomy catheter were selected for the atherectomy procedure. During the index procedure, perforation was noted in the right mid sfa. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed with 0% final residual stenosis. Two days later the event was considered recovered/resolved and the subject was discharged.